Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed to exchange the poly and repair the patient's quad after the patient was injured during an attack/assault.